Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported by a competitor that the right ventricular lead was capped and replaced due to a lead malfunction. Follow-up with the physician's office was attempted, but no additional information could be obtained. No patient complications have been reported as a result of this event.